Event description:
The facility reported a fail code 703 on channels b and c. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain info, details were not available regarding add'l contact info, pt demographics, medication involved, or pump programming. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.